Event description:
Litigation papers allege: on or about (B)(6), 2003, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient continues to suffer with pain, swelling, inflammatory reactions, loosening of her implant, difficulty walking, fear of more dislocations as she has had about 43 dislocations already, grinding sensations, and allergic reactions to metallic debris with ongoing rashes, and scarring of the hip area. Due to her chronic pain, discomfort, and other symptoms, patient continues to require ongoing medical care. A revision surgery has been recommended by her physician and is currently being scheduled.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: (B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 12/17/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for the MDR reportability, patient was revised to address pain and instability with multiple dislocation of left hip. Cup was added to impacted product due to loosening. Doi: (B)(6) 2003 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf has no allegation reported. After review of medical records attached in the com, patient was revised to address pain and instability with multiple dislocation of left hip. It was stated that cup found to be loose. Cup was added to impacted product since it was also indicated that it was removed. Doi: (B)(6) 2003; dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.